Manufacturer narrative:
Picture related with the occurrence was received for analysis. It was confirmed needle hub damaged. DHR review: 7173878- it was verified the batch record and the manufacturing date was july 04th ¿ 07th, 2017. The process inspections were performed and no records of this incident were found. The current controls at manufacturing process to detect the incident, are performed by general visual inspection each 02 hours at 36 parts at manufacturing process. 7150906 it was verified the batch record and the manufacturing date was june 20th ¿ 22nd, 2017. The process inspections were performed and no records of this incident were found. The current controls at assembly process to detect the incident, are performed by leakage inspection each 02 hours at 50 parts at assembly process. 7179740- it was verified the batch record and the manufacturing date was july 01st ¿ 05th, 2017. The process inspections were performed and no records of this incident were found. The current controls at manufacturing process to detect the incident, are performed by leakage inspection each 02 hours at 50 parts at assembly process. Qn review: no quality notifications related to these batches were found. Maintenance review: according maintenance records number # (B)(4), one shield crasher device failure was detected. Maintenance was requested and the process corrected. The needle hub damaged, according picture sent by the customer, occurred due to one shield crasher device failure according maintenance records. This is an anomalous failure. The defect identified by this complaint will be monitored. CAPA is not required.

Event description:
It was reported that bd plastipak hypodermic syringe with needle hub was broken before use.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ plastipak hypodermic syringe with needle hub was broken before use.